Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 5 months post implantation due to pain. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.